Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: fifty-five samples were received for investigation. All came in sealed packaging blister. 54 are the 305127-catalog number (25x 1 ½) supplied by bd. One sample is an 18 x 1 ½ from the (B)(4) company. The 54 samples were visually inspected under a 30x magnification microscope. No defects were observed; after that, each needle assembly was connected to a syringe with saline solution for a function test; no leakage or any other defect was found. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the samples' analysis, the probable root cause of the reported symptom could not be determined, and the failure mode could not be verified. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle is not functioning properly and leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 305127 batch no.: 9296392. It was reported the needle is not functioning properly and is leaking.